Event description:
A physician used an 8 x 100 x 80 mm everflex entrust self-expanding stent during treatment of a 100 mm cto (chronic total occlusion-100%) lesion in the patients external iliac artery. Artery diameter reported as 7 mm. Minimal vessel calcification was reported. The lesion according to rutherford's classification was 4. Physician used a retrograde ipsilateral approach using femoral access. The vessel was pre-dilated with a 6 x 100 mm device. No resistance was encountered when advancing the device. It was reported that the iliac ruptured requiring the placement of a covered stent on the proximal part of the stent. No further patient injury reported. There have been no additional adverse events related to this intervention for the patient. The patient¿s status remains unchanged in relation to this case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.